Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been rec'd. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the atomizer failed to produce an aerosol mist when she used the ez breathe atomizer to relieve her breathing distress. Due to the device's failure, she needed to call an ambulance for emergency treatment. The pt is (B)(6) female with a pst medical history significant for asthma (10 years). She reports an allergy to erythromycin.